Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were an issue with their insulin pump, when they checked their blood glucose and tried to enter it into the insulin pump, the screen started went crazy and the numbers started going up and down on their own. The customer blood glucose level was 237 mg/dl. Customer was assisted with troubleshooting. The device will not be returned for analysis.